Manufacturer narrative:
Though medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality testing was not performed since the attachment stopped working post production testing. An actual temperature reading was not captured as the attachment stopped post testing. A root cause as to why this situation could have occurred could be determined based on quality observations. Cap end bearing failure, free roaming ball bearings most likely created friction within the head which resulted in temperature increase. Gear function was also compromised inside of the head which is evident from the significant wear on the teeth of the gears.

Event description:
On (B)(6) 2015 a doctor reported water leaking from an estylus handpiece with no indication of any other issue. However, during device testing in on (B)(6) 2015 the estylus 1:5 handpiece overheated. There was no injury or intervention.